Event description:
The lifesite cannula became detached from the valve. This did not result in complications for the patient. During the removal of the device it was noted that the cannula end was damaged. The physician believed that the cannula had been damaged by a needle.